Manufacturer narrative:
Checking the manufacturing charts of the involved lot # 18at2n2, no pre-existing anomaly was found. This is the first and only complaint received on this lot #. The liner involved was requested to be returned to limacorporate but was not available. No additional details were available on this post-operative issue, specifically no pre-operative or post-operative x-rays related to the revision surgery were available. Based on the information received, we are not able to further investigate the root cause of the event. However, considering that; ·check of the manufacturing charts highlighted no anomalies on the components manufactured with the involved lot #. We can suppose that the event was not product related. Pms data according to limacorporate pms data, the revision rate of l1 liners - belonging to the family codes 1377.50.0xx - due to breakage is 0.14%. Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note - this is final MDR.

Event description:
Shoulder revision surgery was performed on (B)(6) 2022 after a patient complained felt pain and "clicking/clunking" during movement. The smr anatomic total prosthesis has been replaced with a smr reverse, due to a disassembly of the liner from the metal back (liner broken). Initial surgery date - (B)(6) 2020, patient - female, date of birth - (B)(6) 1952, age 70 yrs. Explanted components: smr humeral head ø48 mm, commercial code 1322.09.480 - lot #1912755 - ster. #1900356 neutral adaptor taper standard, commercial code 1330.15.270 - lot #1711785 - ster. #1700346 smr finned humeral body, commercial code 1350.15.110 - lot #1713507 - ster. #1700377 . Liner f. Met.back glen.small-r commercial code 1377.50.005 - lot #18at2n2 - ster. #1900086.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot # 18at2n2, no pre-existing anomaly was found. This is the first and only complaint received on this lot #. We will submit a final report as soon as the investigation is complete.

Event description:
Shoulder revision surgery was performed on (B)(6) 2022 after a patient complained felt pain and "clicking/clunking" during movement. The smr anatomic total prosthesis has been replaced with a smr reverse, due to a disassembly of the liner from the metal back (liner broken). Initial surgery date - (B)(6) 2020. Patient - female. Date of birth - (B)(6) 1952. Age 70 yrs. Explanted components smr humeral head ø48 mm, commercial code 1322.09.480 - lot #1912755 - ster. #1900356. Neutral adaptor taper standard, commercial code 1330.15.270 - lot #1711785 - ster. #1700346. Smr finned humeral body, commercial code 1350.15.110 - lot #1713507 - ster. #1700377. Liner f. Met.back glen.small-r commercial code 1377.50.005 - lot #18at2n2 - ster. #1900086.